Event description:
The facility reported a colleague infusion pump with a malfunction of 703:00. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague pump with a malfunction of failure code 703:00 was confirmed and not reproduced during product evaluation. The root cause of this condition was assigned to a faulty pump head module. The pump head module was replaced to correct this condition. Failure code 703:00 indicates a communication problem between the pump module and the user interface module (uim clock/ phm communications).